Manufacturer narrative:
Age/date of birth: unknown, not provided. Alternative report identification number: (B)(4). Device evaluation: the product was returned to the manufacturing site for investigation. Chemistry testing was performed. The results obtained do not reveal any anomaly concerning the quality and efficacy of the product related to the customer's complaint. Results are within established acceptance criteria. Retain product testing was performed. Chemistry testing was performed. The results obtained do not reveal any anomaly concerning the quality and efficacy of the product related to the customer's complaint. Results are within established acceptance criteria. Manufacturing record review: a review of the records was performed. Environmental monitoring records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records reviewed and found to be in order. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported experiencing irritation in her eyes with use of consept onestep. She removed the lens immediately and went to the hospital. She saw an ophthalmologist and received 2 (two) eye drops: gatiflo and fluorometholone. Doctor diagnosed her symptoms as conjunctivitis. She has used consept onestep for over 10 years, and this is the first time she experienced these symptoms. Reportedly, she did not shake the lens case three times. Customer was advised of the proper use of the product per the directions for use. At the time of her call, irritation was relieved, but there was red eye. Product is used in conjunction with solution. This report represents the neutralizing tablets. A separate MDR will be filed for the solution.